Event description:
During slpa lesion glenoid repair procedure on february 8, 2006, the tip section of the cannulated arthrorivet guide wire broke off inside of patient's shoulder. Fragment and implant were removed with arthroscopic graspers and procedure was completed without the use of fixation.